Event description:
The customer contacted physio-control to report that when attempting to charge their device, their device would disarm and dump the energy charge internally. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to charge their device, their device would disarm and dump the energy charge internally. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. There was no patient use associated with the reported issue.